Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
There can be several root causes of leaflet thickening, such as early thrombosis, early endocarditis, or svd. Leaflet thickening may lead to regurgitation or stenosis. The subject device is not available for evaluation as it remains implanted in the patient. The root cause of this event cannot be conclusively determined with the available information. Per the patient's medical history, he was noted to have ersd on dialysis. Per the product IFU, the safety and effectiveness of the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx has not been established for patients with abnormal calcium metabolism(e.g., chronic renal failure, hyperparathyroidism) because it has not been studied. It is unknown if the patient's history of esrd may have caused or contributed to this event.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted for 1 years and 2 months underwent a valve-in-valve procedure due to leaflet thickening and only one leaflet has mobility with severe stenosis and mild regurgitation. Patient presented with heart failure and progressive dyspnea on exertion. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. Per the physician, he did feel that the magna valve failed prematurely.